Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the hub of the introducer needle was leaking during insertion.

Manufacturer narrative:
(B)(4). One 18ga x 2.5in xtw introducer needle was returned for evaluation. The needle and needle hub were visually examined under magnification. The needle hub was observed to have a single crack along the body towards the proximal luer taper of the hub. The needle hub was tested for leaks by attaching a lab syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record (DHR) review was performed on the introducer needle/hub and did not reveal any manufacturing related issues. The report of a cracked needle hub was confirmed by visual examination of the returned needle. Functional testing also confirmed the needle hub leaking at the crack location when in use. A DHR review was performed and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under CAPA (B)(4). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that the hub of the introducer needle was leaking during insertion.